Event description:
It was reported that the device failed preventive maintenance: flipper is not aligned. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both removed/broken. The investigation found a top case cracked by the tube holder. Right and left plunger cases cracked by the screws. The pump event history showed an invalid syringe size was verified error in the error history log (ehl). The evaluation was performed, and the issue was duplicated during invalid syringe size and syringe test. The reported issue was caused by tapered spring and plunger flippers not seated properly. The root cause of the reported issue was use error and incorrect assembly. The technician replaced the left plunger case and tapered spring. Perform preventive maintenance (pm) and all functional test passed.